Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-10 alarm was identified during the alarm log review. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a f-10 (misloaded tubing was detected) alarm. No additional information is available.